Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the fiber on the distal end of the ureteroscope was broken. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation also found that outer tube was bent and had dents and there as debris on the fiber optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.